Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a xen®45 gts event described as "intraocular pressure was up to 65, the device was implanted too close to their iris and it was causing dilation of the eye and headaches." The patient stated the doctor is prescribing all sorts of prescriptions.